Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred during fill tubing. The customer's blood glucose (bg) level ranged from 203 mg/dl to 303 mg/dl with trace/small ketones. Reportedly, the customer had manual injections as alternate insulin therapy.